Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot 4274492 regarding item #385100. Lot 4274492 is a final product lot. No related quality issues or deviations were found during the manufacture of the subassembly batches. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the q-syte leaked. At 8:30 a.m. On (B)(6) 2026, a nurse replaced the q-syte connector in accordance with standard operating procedures. At 9:00 a.m., during a routine check of the IV infusion, fluid leakage was discovered. The nurse immediately conducted a thorough inspection and found that the soft rubber end cap of the q-syte connector had collapsed. Upon further careful examination, it was confirmed that the internal component of the connector had become collapsed and deformed. The nurse promptly replaced the connector with a new q-syte needleless injection cap featuring a septum. After the replacement, the infusion tubing was restored to full patency, and the patient¿s treatment continued without interruption.